Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock in the secondary sensing vector. Additionally, the patient had received an inappropriate shock in march due to over-sensed myopotential artifacts, which resulted in an electrode repositioning procedure. Boston scientific technical services (ts) was contacted and is pending a data review. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.